Event description:
It was reported that the customer experienced low blood glucose (bg) levels of over 37 mg/dl. The cause of the low bg was unknown. The customer became unconscious and was brought to the emergency room (ER) by emergency medical technicians (emts) on (B)(6) 2023 and they were subsequently hospitalized for one day. The customer was unsure of how the hospital resolved their low bg because they were unconscious. The customer was released from the hospital on (B)(6) 2023 with permanent injury. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.